Event description:
Device returned to MFR for analysis. Report rec'd stated "stalled pump." Despite repeated attempts to contact "hcp" - no response to messages has been rec'd. Status of pt is unknown to MFR other than a replacement pump was also implanted in 2000 and registered to MFR's device tracking database.